Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent power source alerts when plugging the pump into a wall outlet, which led to a pump shutdown. Customer provided a blood glucose level of 120 mg/dl. A replacement wall adapter was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using the replacement wall adapter; however, no additional information was provided.